Manufacturer narrative:
(B)(4). Batch # r92d3u. Investigation summary: the device was returned with the distal tip of the blade broken off and returned. The remaining blade portion was scratched and had evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. During functional testing on a gen11, an alert screen was displayed. A probable cause of the device to stop activating and to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Possible causes of the smoking is when the instrument is activated and denaturing of the tissue takes place. Also when the blade is activated without tissue in the jaw, this can damage the tissue pad and blade. However, there was no smoking observed at any time during the analysis of the device. Probable causes of blade damage, including breakage, are external contact during pre-op or general use and blade contact with other devices, staples, or clips during the procedure. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a semi-open procedure for mediastinal tumor, the device was accidentally used on the cartilage and smoke came out. After that, ¿remove instrument from patient¿ was displayed and then, ¿replace instrument¿ was displayed. The device was used on the xiphoid process. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.